Event description:
It was reported that the patient received inappropriate anti tachycardia therapy and an inappropriate shock due to noise. This was consistent with finding of an abrupt change in the stability for impedances being out of range, and a suspected fracture. The patient was scheduled for a laser lead extraction, with currently device therapy being turned off. Additional information noted that a revision took place and this lead was surgically abandoned in the body. A lead deformation was seen via x-ray superior to the device. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).